Event description:
A customer reported, receiving an error message of "sensor ended/exhausted sensor¿. On the same day of applying the freestyle libre 2 sensor. As a result, the customer became hypoglycemic. And experienced symptoms described as ¿increased mobility¿ and sweating. And received glucagon injection as treatment by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed. And all results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message of "sensor ended/exhausted sensor¿ on the same day of applying the freestyle libre 2 sensor. As a result, the customer became hypoglycemic and experienced symptoms described as ¿increased mobility¿ and sweating and received glucagon injection as treatment by a third-party. No further information was provided. There was no report of death or permanent injury associated with this event.